Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet system and contacted support for assistance; the agent guided a full supply change, resumed insulin delivery without issues, and documented the event as cause unclear with an infusion set of contact detach steel. Symptoms included elevated blood glucose of 185 mg/dl consistent with hyperglycemia. Outcomes included no hospitalization, no alerts or alarms, and stabilization trending after troubleshooting. Investigation included troubleshooting and education with review of use conditions and device operation. Investigation of this case revealed no device malfunction identified and no specific component failure, with the event assessed as hyperglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.